Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient came to the clinic to show their skin. The patient was examined on (B)(6) 2019 and the hcp could see the device thru the skin. There was skin erosion and ins migration. The entire device system was explanted on (B)(6) 2019. The outcome was recovered without sequelae on (B)(6) 2019. Etiology indicated the event was related to the device or therapy, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that erosion occurred at the ins site.